Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: (B)(6) 2021 explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient was saying "ow" in the background, and mentioned, "it is arthritis pain when you hear me hollering." They stated they were hurting so bad from the arthritis (no allegation related to device/therapy), and they were hurting from this. They had so many pains, but it was not as bad as when they first did it. They just did not feel "good" now. It hurt back there; they had pain. The patient also said, "I haven't had no problems until now, not with my bladder and stuff." They were assisted with increasing stimulation, and said, "I can feel something back there, there's something moving. I can feel it moving, but I don't feel that massage how the thing be doing." They increased stimulation a little more, then said, "ooh, my body is sore. I'm allergic to so much stuff." They continued to increase stimulation to 6.8 volts where they stated, "it feels like something pulling a little bit, but not much." After a little while, they said it was hurting when they moved, and yesterday it was not. They reduced stimulation to 6.1 volts  and said they were not hurting then. If they took their hand and rubbed it back there it hurt, but that was "from all that sticky from yesterday." While locking the programmer, they thought they accidentally switched from the left to the right side, then accidentally restarted the device. They were currently on the right side at 6.1 volts which was comfortable. Two days later, they reported they were hurting so bad. They went to their primary doctor that day and they were going to see the urologist tomorrow. The patient said something was wrong with their programmer and they were trying to reset the cellular thing because it was not working. They did not know if something happened to it. They thought one patient messed the thing up because on the top part on the right side, it looked like somebody had "knocked that little piece off." The patient was going to show the doctor tomorrow. They were also provided with the manufacturer help line phone number and hours. They wanted to make a therapy adjustment, but were unable to due to the issues with the programmer.